Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked and the plunger was difficult. The following information was provided by the initial reporter: we were issued these syringes for our covid-19 vaccination clinics. They arrived loosely packaged in the clinical waste bins within the vaccination supply packs. The needles are fixed, we began to use them on 03/04/2021 and found several issues ¿ the syringe is difficult to see where to draw the 0.5ml accurately due to the dome shape of the plunger. Patients complained of pain during vaccination (which they hadn¿t before with other syringes supplied). The syringe ¿sticks¿ slightly on administering a dose. Some leakage on drawing up and air bubbles in the vaccine liquid on drawing up. We then took the decision to use other 1ml syringes that we had in stock and found these were easier to use re the issues listed above. If I can be of any further assistance please contact me. Difficulty in seeing the measure line, some frothing of covid -19 vaccine and pain on administration reported by patients, none of these issued occurred with the previous syringes supplied which were the 1ml prosum syringe with needle.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers were performed and no recorded quality problems or rejections to this incident were found. Retained samples from the reported batches were evaluated and no defects were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked and the plunger was difficult. The following information was provided by the initial reporter: we were issued these syringes for our covid-19 vaccination clinics. They arrived loosely packaged in the clinical waste bins within the vaccination supply packs. The needles are fixed, we began to use them on 03/04/2021 and found several issues ¿ 1) the syringe is difficult to see where to draw the 0.5ml accurately due to the dome shape of the plunger. 2) patients complained of pain during vaccination (which they hadn¿t before with other syringes supplied). 3) the syringe ¿sticks¿ slightly on administering a dose. 4) some leakage on drawing up and air bubbles in the vaccine liquid on drawing up. We then took the decision to use other 1ml syringes that we had in stock and found these were easier to use re the issues listed above. If I can be of any further assistance please contact me. Difficulty in seeing the measure line, some frothing of covid -19 vaccine and pain on administration reported by patients, none of these issued occurred with the previous syringes supplied which were the 1ml prosum syringe with needle.